Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pt states she feels stimulation when device is on. Starting in march, patient states when charging device and device is turned on patient feels stimulation across painful areas. Met with patient (B)(6) 2026. Educated patient on how to decrease intensity of stimulation. Physician updated. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having problems when they charge the implant, then 2 days after charging, they feel a tingling shocking sensation that goes down both legs for 5 minutes and then it stops for a little while. Patient stated this started last week. Patient confirmed no falls, trauma, and no medical procedure. Caller reports she charged last night and felt the tingling/shocking sensation today. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.